Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for syncope and shocks from their device. Review of an episode showed five shocks were delivered but were unsuccessful at terminating the patient's arrhythmia. Fortunately, the episode self-terminated and the patient regained 1:1 conduction. All shock impedances were within normal range. Another episode showed potentially inappropriate shock therapy for supraventricular tachycardia (svt) due to an under-sensed atrial beat. The local area field representative discussed with the health care professional (hcp) and recommended x-ray imaging to assess lead position. At this time, the hcp has elected to take no further action. No other adverse patient effects were reported. This ICD system remains in service. Of note, the hcp does not suspect the patient's ICD caused or contributed to the observed syncope. The hcp also suspects the non-conversion was potentially related to a patient condition. Should additional follow-up information be provided in the future, this report will be updated accordingly.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.